Event description:
Sparks noted to come from wall outlet where the bed was plugged in. Fire alarm pulled after bed unplugged. Both patients moved out of room. The foot of the bed was sitting on top of the electrical cord and there was a burn mark on the floor. When the bed was lifted, the electrical cord was found to be fused to the bottom. No one was harmed.